Manufacturer narrative:
(B)(4).   Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4)

Event description:
It was reported via facility medwatch# (B)(4) that balloon rupture occurred. The target lesion was located in the left circumflex artery, brachiocephalic trunk, posterior tibial artery extremity. A 9.0 x 20 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, during inflation, the balloon ruptured. No patient complications were reported.